Manufacturer narrative:
Date of the event is unknown. Device: haptic, broken, unlabeled.

Event description:
The surgeon attempted to implant a silicone lens model aq2017v and the haptic was damaged. The lens was not implanted and there was no patient contact. It is unknown if there was a product malfunction.